Event description:
This notification is being opened due to a user of a ds2adv auto CPAP device with allegations of not turning on. The device was evaluated by third party service center and evaluation results stated that the complaint was confirmed; found ui bezel has thermal damage. Device has been crushed & disposed of. At this time, no further investigation can be performed.